Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that the down arrow button was unresponsive. Customer stated that the scroll bar was not moving with no input. Customer stated that the numbers were not ramping on their own. Customer stated that the down arrow button did not allow them to navigate screen because of the delay and stuck. Customer stated that the insulin pump had a hardware low level failure alarm. Customer stated that they were able to clear the alarm as well as rewind the insulin pump. Customer stated that the insulin pump passed the self-test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarm (variable info=3) during self test and confirmed in the device history due to broken trace on u1 keypad assembly. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.